Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported via an employee that met the patients spouse that the patients implantable cardioverter defibrillator (ICD)&#2208;does not work properly at times." Follow-up was attempted but unsuccessful in obtaining further details. No patient complications have been reported as a result of this event.